Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient from canada who was being treated with baclofen 100 mcg/ml (30 mcg/day), bupivacaine 36 mg/ml (11.0 mg/day) and hydromorphone 6 mg/ml (1.6 mg/day) intrathecal therapy via an implanted pump. The brand of baclofen, lot number ,concomitant medications, and medical history were not obtainable. The pump's indication for use (IFU) was not provided. On approximately (B)(6) 2015, the patient had worsening of spasticity and was seizuring. The patient was admitted to the hospital emergency room (ER). A motor stall occurred and had not recovered since (B)(6) 2015. The pump stalled for unknown reasons as the patient did not encounter anything unusual regarding electromagnetic interference (emi). Multiple interrogation of the pump was performed and the log still showed the pump motor stall had not recovered. The patient was admitted to the hospital. The pump was programmed to minimum rate and the patient managed with oral medications. The issue was not resolved at the time of this report. Patient status at the time of this report was alive with injury as the patient showed signs of withdrawal and had seizures while in the emergency room. No surgical intervention occurred, however, a pump replacement was planned for (B)(6) 2015. On (B)(6) 2015, the representative reported a pump revision was performed. The reason for the pump revision was unknown. The patient had a catheter volume of 0.194 ml. The representative was in the revision and wanted to know how long it would take to fill the catheter based on the pump being programmed at the following daily dose of 1.9004 mg/day. The representative indicated that the drugs in the pump were hydromorphone 6 mg/ml (0.0372 mg/day), baclofen 100 mcg/ml (30 mcg/day),and bupivacaine 36 mg/ml (11.0 mg/day). Additional information was requested for the indication for use, if a tube set message was present, and return status. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
The analysis print out indicated that the pump was infusing at minimum rate with the following hydromorphone 6.0 mg/ml at a dose of 0.372 mg/day, bupivacaine 36 mg/ml at a dose of 0.223 mg/day, and baclofen 100 mcg/ml at a dose of 0.62 mcd/day. Notes indicated ¿cap at 10 oclock¿ . Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code no longer applies to this event.

Event description:
Additional information was received from the manufacturer representative reporting the indication for the pump was cancer pain. The hcp reported to the representative that in the logs it said motor stall occurred at 17:50 pm on (B)(6) 2015. The patient came to the emergency room (ER) on (B)(6) 2015 in the am. When the pump was interrogated, it said only "motor stall occurred". They tried to reboot it and it kept saying the same thing; however, the 48 hours post stall had not been up. The pump was not interrogated again prior to its replacement on monday, (B)(6) 2015 but the hcp wondered if the tube set message would have shown if it had. The pump was returned to the manufacturer. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.